Event description:
It is reported that the flexi-seal fms device was inserted into patient for three (3) to four (4) days and was removed. It is reported that one (1) day later patient developed lower abdominal pain and septic shock, therefore an exploratory laparotomy was done and a leak from the rectum into the peritoneum was noticed as well as peritonitis. It is reported that the patient's condition has been stabilized and was discharged from the ICU on (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that a follow-up call has been placed with dr (B)(6), and left a voice mail message to notify convatec. An investigation request sent to the manufacturer on (B)(6) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. (B)(4).